Event description:
On 11/10/2000, the baxter clinical education department was contacted by the customer, with an inquiry if baxter had a procedure to sterile dock on a new needle to a single access apheresis collection kit. The customer then mentioned to clinical education consultant that a pt death had been reported to them from platelets collected using the amicus instrument. 11/10/00 - cqa received the following requested information from the customer: on 10/24/00 a pt with relapsed multiple myeloma was transfused with a split platelet product that was collected on the amicus instrument. The customer described the symptoms as follows. Within minutes of starting the transfusion, the pt experienced what was described as chills, rigors, and hypertension. The pt was treated with antibiotics and "icv" support. The pt expired on 10/30/2000. No cultures were performed on the pt prior to the transfusion. The post transfusion platelet product and the patient's blood were cultured and coagulase negative staphylococcus was isolated. The event sample is not available for baxter to perform integrity testing. Donation information: donor information: repeat apheresis donor. Deep pitting noted on both arms. Date: 10/19/2000, duration of the procedure: 1 hr and 20 mins., wb processed 3179 ml; total acd used: 403 ml; wb:acd ratio: 9:1; volume of platelet product: part a - 221 ml, part b 221 ml. Products split on 10/20/2000. Providone/iodine used to prepare the arm for venipuncture. The donor complained of burning at the left venipuncture site. The technician closed the roller clamp on tubing, and then removed the needle from the donor's left arm. The initial needle was then placed into a vacutainer. At that time, the technician observed fluid being pulled into the closed tube. The right arm was prepared for venipuncture and the new needle was sterile docked to the tubing. This connection was inspected by the technician and appeared to be acceptable. The roller clamp was then released and the new needle was primed with saline. The second venipuncture was performed with the roller clamp closed.